Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was replaced due to battery depletion. It was stated, the patient¿s physician thought the explanted activa ins ¿had a much shorter battery longevity than kinetra had.¿ it was noted, there was ¿no direct assumption of a product malfunction¿ and that the physician ¿wanted to have a longevity estimation based on the programming settings during the implant duration¿ and have it compared to kinetra. It was stated, there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Impedance testing performed on 2009 (B)(6) found unipolar electrodes 0, 1, 2, 8, 9, and 11 and bipolar electrode pairs 0<(>&<)>1, 0<(>&<)>2, 1<(>&<)>2, 8 <(>&<)>9, 8<(>&<)>11, 9<(>&<)>10, and 9<(>&<)>11 to have impedance values higher than the normal range. Additional impedance tests were performed on 2009 (B)(6), 2010 (B)(6), 2010 (B)(6), and 2010 (B)(6) indicated there were no impedance values found to be out range at those times. The most recent impedance test performed prior to report was conducted on 2011 (B)(6) and found unipolar electrode 8 to have an impedance value of 2296 ohms. It was noted, this value was outside of the normal range. Additional information stated, the patient was receiving effective therapy four days after initial report. It was also noted there was ¿no explant,¿ however, this was found to contradict with the ¿explanted-complete¿ status of the ins reported through the initial re port. It was unclear at the time of follow-up which device status was correct. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).